Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2018-12265. During a follow-up, there was decreased an out of range pacing impedance noted on both the right ventricular (rv) and right atrial (ra) leads. No intervention was performed to resolve the event and the patient was stable.